Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had button issues. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem "button issues" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was found second blue softkey from the left to be inoperable. The keypad required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted. This issue would not have a direct effect on the entry of infusion parameters. This issue may result in a delay of the delivery of intravenous (IV) solutions if the user opted to choose a new pump for use. It is unlikely this issue would cause or contribute to a potential death or serious injury.